Event description:
It was reported that the wireless recharger experienced a malfunction while charging, where the device emitted one long beep for around 10 seconds, the power button light turned orange, and the battery lights were green and flashing. Subsequently, no beeps were heard, and attempts to reset the device twice did not resolve the issue, resulting in an inability to connect the recharger to the implant. A replacement product was sent to the patient, along with a paid return satchel and instructions for returning the defective device. The issue was resolved at the time of the report. There was no patient involved.

Manufacturer narrative:
Continuation of d10: product ID wr9200. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.